Event description:
Reporter alleged blood glucose measured 368, 201, 194, and 162 mg/dl when all tests were performed within 2-3 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacment product was sent.